Manufacturer narrative:
(B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event are multifactorial but may include the patient's past medical history and anticoagulation therapy. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical study that the patient during a clinic the patient complained of three weeks of persistent dark stools. Hemoglobin/hematocrit was found to have decreased from two weeks prior and international normalized ratio (inr) 1.82. The patient was subsequently admitted for workup for gi bleed. The patient underwent an egd, colonoscopy and capsule study but no bleeding was noted. He was transfused two units of packed red blood cells and was administered in treated intravenous pantoprazole IV 40 mg bolus then drip and octreotide drip. The patient's coumadin was held at admission and was resumed just prior to discharge. He was discharged on (B)(6) 2015 on lovenox as a bridge until inr became therapeutic.